Event description:
Patient was up using the restroom before surgery. When we went to escort back to the room, it was found that the tubing came apart and there was blood on the floor in the bathroom. The patient was unharmed. We clamped the tubing next to the patient, flushed the IV and hooked up new tubing and bag. The extension set that "came apart" has a lot number of r25i08048. It was a 7.9" extension set.